Manufacturer narrative:
(B)(4). Evaluation summary: visual and scanning electron microscopy analysis was performed on the returned device. The reported difficulties and subsequent patient effects appear to be due to the tip becoming caught in the highly calcified lesion. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the femoral artery with heavy calcification. A 6 mm x 200 mm armada 35 balloon dilatation catheter (bdc) was advanced to the lesion and crossed successfully. The balloon was inflated to treat the lesion and deflated fully for removal; however, during retraction of the bdc the balloon tip was caught on the calcified lesion and separated from the bdc. Efforts were made to retrieve the tip but it could not be achieved so an unknown stent was deployed to embed the balloon tip against the vessel wall. No additional information was provided.